Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. A field service engineer (fse) found that row b pockets in matrix drawer 3.2 were not detected on the bus. The contacts on the drawer controller boards in both sub drawers were cleaned, retractor bands were checked, connections were secured, and hard stops were tightened. Initial testing in hardware test application (hta) mode still showed missing pockets in row b. The pockets were then removed, and tray bus connections were reseated. The final testing in hta mode confirmed all pockets were detected and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several cubies in 8x_main drawer 4.1 row b were failed to open or not detected on bus and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.